Event description:
It was reported by the mother that their child had a severe seizure due to the facility not knowing how to properly titrate a patient. The mother wants the event investigated and for the manufacturer to re-train the facility on how to properly titrate a patient. The patient has been doing great but believes the physician's office and np "messed up" and isn't happy as the event resulted in status epilepticus, with seizure activity that lasted over 5 minutes. The mother reported that there were no diagnostic issues during the visit. The mother has considered pursuing legal action against the provider, indicating that she was interested in opening a malpractice suit against the facility. Later, a response was received by the physician at the facility. It was noted that the facility is unsure if the "events" the patient is experience are even related to seizures. As a result no assessment was able to be provided for the status epilepticus.